Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and battery and functional tests were performed. The reported condition of an f-94 alarm was confirmed in the alarm log. The cause of the reported condition was due to the settings needing to be configured. To correct the issue the settings were configured. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.